Manufacturer narrative:
Additional information : the lot was manufactured between august 08, 2018 to august 09, 2018. Four (4) devices were received for evaluation. Unaided eye visual inspection was done and did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a spike port cap leak from the base of the spike port tubing of all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port, on the connection. The leaks were discovered during compounding. There was no patient involvement. No additional information is available.